Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used to remove a less than 1cm polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to cut smoothly through polyps with the snare frequently stalling. In other cases, the snares were unable to cut even very small polyps. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: investigation results the returned cold snare was analyzed, and a visual inspection revealed no visible damage, as the device was returned in its unopened pouch. No other problems were identified with the device. The reported event of loop unable to cut was not confirmed. Based on the product analysis, the device was returned in its unopened pouch and showed no visible damage. The unit did not exhibit any evidence of the reported problem or any defect that could have contributed to the event. Therefore, the most probable root cause of this complaint is classified as no problem detected.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used to remove a less than 1cm polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to cut smoothly through polyps with the snare frequently stalling. In other cases, the snares were unable to cut even very small polyps. The procedure was completed with a different snare. There were no patient complications reported as a result of this event.